Event description:
Caller states patient tested 1.6 inr, 2.2 inr, and 1.5 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).